Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the zelante thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. The device was functionally tested and during priming the console displayed a check saline error. The shaft was x-rayed and the hypotube was found to be separated.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that an error message occurred. The target lesion was located in the subcutaneous resistance arteries. An angiojet zelante catheter was selected for percutaneous arterial thrombectomy. However, during the procedure, the console stopped working and prompted a check saline supply error message. It was observed that there were water leakage from the pump. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed a separated hypotube.